Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was determined that the programmer tested out of specification due to the touchscreen being out of calibration. It was also noted that the power cable was missing. The upper case of the keyboard was cracked. The left keyboard hinge was broken. The bullets assembly was missing. The radiofrequency head cable was worn but functional and the anti slip layer was missing. The cooling fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.